Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-03079 for the exalt model d scope and report number 3005099803-2024-03084 for the exalt model d controller. It was reported to boston scientific corporation that an exalt model d controller and an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure, performed on (B)(6) 2024. During the procedure, the screen turned blue and then a blank screen appeared. The procedure was completed with a different exalt model d controller and a different exalt model d scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h11: the returned exalt model d scope was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The investigation was unable to identify any damage or malfunction related to the reported event. Based on all gathered information, the probable cause selected is no problem detected, which indicates that the device complaint or problem cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to this manufacturer report for the exalt model d scope and report number 3005099803-2024-03084 for the exalt model d controller. It was reported to boston scientific corporation that an exalt model d controller and an exalt model d scope were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure, performed on june 17, 2024. During the procedure, the screen turned blue and then a blank screen appeared. The procedure was completed with a different exalt model d controller and a different exalt model d scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.